Manufacturer narrative:
A replacement power supply was sent to the customer. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
On (B)(6) 2016, the customer reported to a medela customer service representative that the power adapter for her pump in style advanced breast pump was cracked and that she could see inside the transformer.